Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified and a different issue was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery was unable to charge despite using multiple usb cables, wall adapters and power sources. In addition, the "pump smelled like burning rubber" when plugged into a power source. The customer's blood glucose was 298 mg/dl. Reportedly, the customer reverted to back up pump for insulin therapy.